Event description:
Subsequent to the initially filed report, it was reported the procedure was to treat the mildly tortuous left external iliac artery. The absolute pro stent became stretched, broken and separated upon removal as some force was used to remove the device. The stent was removed alone with resistance noted and the stent was physically pulled, causing damage to the common femoral artery and the cut down was performed to repair the artery. A larger sheath was advanced and a non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched, break and material separation were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during device removal the tip of the device became caught with the deployed stent resulting in the reported difficult to remove and the reported activation failure. Interaction and/or manipulation of the compromised device resulted in the reported/noted stent stretched and stent break and the noted mangled stent, the multiple inner member chatter marks, the noted bunched stent sheath and ultimately resulted in the reported/noted tip material separation. The treatment appears to be related to the operational context of the procedure as reportedly a cut down was performed to repair the artery, a larger sheath was advanced and a non-abbott stent was used to complete the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: corrected from 9/1/2024 to 9/6/2024. B5: describe event or problem: updated b6: relevant test/laboratory data: revised. B7: other relevant history: revised. H6: medical device problem codes 1601, 1528, 1069, and 1562 were added.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The physician deployed the 8x120 mm absolute pro self expanding stent (ses) but when the delivery system was going to be removed, the stent was seen coming back as well. It was attempted to release the stent but this failed so the stent was removed with the delivery system. Some damage occurred and a cut down had to be performed to close the groin. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 09/01/2024.